Manufacturer narrative:
Pc-(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic appendectomy on (B)(6) 2018 and suture was used. During the procedure, the end piece of the device snapped off. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
Product complaint # ==> (B)(4). Device evaluation summary: the actual device was returned for evaluation. During the visual inspection, it was examined along of strand and the end suture was damaged (cut) appears to be by the use of a surgical instrument. Due to the length of the sample, we are unable to performed tensile strength test. According the sample condition, the assignable cause of performance - breakage suture, suggest an improper handling of the sample. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. You reported 2 devices broke during one procedure but returned 3, can you clarify if 3 devices broke during the one procedure?

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Additional information was requested and the following was obtained: you reported 2 devices broke during one procedure but returned 3, can you clarify if 3 devices broke during the one procedure? Only 2 broke during the procedure. A third product was used to complete the procedure. The customer believes that she must have also included this third product within the packaging.